Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing high impedances on several contacts of the lead. Re-programming was attempted and was temporarily successful. The patient underwent an explant procedure where the device was removed.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing high impedances on several contacts of the lead. Re-programming was attempted and was temporarily successful. The patient underwent an explant procedure where the device was removed. Boston scientific subsequently received information indicating that the device was only reprogrammed, and that the lead remains implanted and was not removed as previously reported.